Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 356 mg/dl after not announcing breakfast and disconnecting from the device for approximately 1.5 hours. The user reconnected to the ilet and allowed the device to deliver insulin to regulate glucose. No outside medical intervention was required.